Manufacturer narrative:
According to the information received from the field the recipient experienced noise after a 1.5 tesla magnet resonance imaging. A technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. A decision on re-implantation is still pending. This is a final report.

Event description:
The user reported that after a 1.5 tesla mrt there was a strong noise when using the audio processor. The user has not decided if he wants to proceed with re-implantation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that after a 1.5 tesla mrt there was a strong noise when using the audio processor. Additional information has been requested.

Manufacturer narrative:
According to the information received from the field the recipient experienced noise after a 1.5 tesla magnet resonance imaging. Device investigation a dislocation of the magnetic component inside the hermetic housing of the transducer was found, which causes an altering of the vibratory behaviour. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reported that after a 1.5 tesla mrt there was a strong noise when using the audio processor. The device has been explanted.